Manufacturer narrative:
Updated fields: d4, d10, g7, h2, h3, h6, h10. Unique device identifier (UDI): (B)(4). Failure analysis: the reported complaint was confirmed from the evaluation of the returned a2101 mayfield ultra base unit. The base handle was closed without 6in transitional installed and deformed handle hole. The 6in transitional teeth, shock cushion and adjustment wrench threads are worn. The unit needs repair, pm and replacement of worn parts. Root cause: the observed condition is likely caused by wear and tear / improper handling of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the transitional member of the mayfield base unit was stuck and the lever was broken. It was unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.